Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
High blood pressure [hypertension], left arm numbness [hypoaesthesia]. Dizziness [dizziness]. Case description: spontaneous report was received on (B)(4) 2011, from a consumer regarding a (B)(6) female pt, initials (B)(6) with unk disease. The pt's medical history was not provided. On (B)(6) 2011, the pt received an injection of synvisc-one into the right knee. Within a few hours of receiving the injection, the pt experienced high blood pressure and dizziness. The reporter (pt's daughter) notified the pt's hcp who instructed that the pt be brought to the emergency room. The pt was placed on blood pressure medications and was also given medication for dizziness. The reporter stated that her mother's dizziness was a little better, but has currently returned. The pt has also been experiencing numbness in her left arm since the past few days. At the time of this report, the pt was scheduled for a f/u appointment with her physician. On (B)(6) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.